Event description:
It was reported that during a lap cholecystectomy the surgeon positioned the clips on the cystic duct. It seemed to be a normal clip formation. During the next firings on the cystic arterythe clips malformed (scissoring). Therefore the surgeon checked the first clips on the duct and they came of from the tissue too easily. They test-fired in the air which produced another scissored clip and the next one didn't load into jaws in a good firing position. They finished the procedure with a new device without any problems. One device returning.